Manufacturer narrative:
The master control of the x-ray unit was mounted to the wall using the single-stud method. The top lag bolt pulled out of the wall putting the weight force of the x-ray unit on the bottom lag causing the casting at the bottom lag mount to break allowing the unit to fall. An investigation of the installation failure will be performed by the dealer organization. In conclusion, improper installation contributed to this incident. A new x-ray unit will be installed at the dental office.

Event description:
The intraoral x-ray unit fell off the wall.